Manufacturer narrative:
A mfg batch record review was performed for product code 85-3824 lot# 39665, all records have been reviewed and no noted descrepancies were found. The surgeon for the case has stated that the pt had put her hip at a position to dislocate and as such it did come out. Jjpi considers this file closed.

Event description:
Pt's husband reports dislocation of hip components resulting in closed reduction procedure. The following components ID from the same complaint: pcf modular hip system-hip head cat#85-3824. Lot# 39665.